Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a recent fall the patient experienced ineffective therapy and was not able to set their system into MRI mode. Diagnostics revealed high impedances on one lead. Due to a recent weight loss, patient also began experiencing pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedance.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the lead and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.